Event description:
It was reported that during implant attempt, the helix would not retract. The lead was not used. It is unknown if the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.